Event description:
It was reported that the insulin pump had cracks around and many scratches on the display window. The caller stated that the display was worn. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, and a cracked reservoir tube lip.